Event description:
It was reported that high impedance was detected on a patient's device. The device was disabled and the patient had a full revision performed as a result. The suspect product has not been received by the manufacturer to date. No further information has been received to date.

Event description:
Product analysis was completed on the suspect lead and explanted generator. A break was identified in the lead coils. A stress-induced fracture (fatigue) occurred on the coil wires. It was found that pitting or electro-etching conditions occurred at the break location. Also, the coil show appearance suggesting that a stress-induced fracture occurred in at least one strand of the coil. Due to metal dissolution the fracture mechanism of other broken strands cannot be ascertained. No additional information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? - 02: analysis of the suspect device is underway.

Event description:
The explanted products were received for product analysis. Product analysis has not been completed and approved to date. No additional relevant information has been received.